Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted. This is all the information provided, and additional information has been requested. Additional information received advised this ICD and both leads were explanted and replaced due to pocket erosion. The procedure was completed successfully with no complications. The products will not return. Outside of the revision, no adverse patient effects were reported.